Manufacturer narrative:
We received the catheter and dressing as faulty samples. Also, some adhesives (not vygon products) were attached to the catheter wing. When flushing the catheter, it was found to be leaking at the junction between the catheter tube and extension line. Microscopic examination revealed a 0.25 mm tear at the junction, which caused the leakage. The tear showed a typical rough surface caused by excessive tensile forces. There are various events that can lead a leaking catheter: 1. Tensile force. Which may be caused by: dressing change - in some instances, the catheter can become adhered to the dressing and additional pulling is required to free it. Placing stress on the line could result in a tensile fracture. In babies, routine care (when lifting the baby to change the bedding) and movement of the baby itself could result in a tensile fracture. 2. Mechanical damage by a sharp instrument (for example scissors, toothed forceps, or scalpel) during dressing change. In the IFU is also stated: do not stretch the catheter or subject it to pressure above 21,75 psi (1,5 bar, 1125 mmhg). Subjecting the catheter to pressure above 21,75 psi can result in catheter rupture and embolism. A review of the component batch history records was performed, and no deviations were found. The batches complied with its specifications and was released. Each catheter is flow and leak-tested during production. The tensile force and dimensions of the catheter and set components are randomly checked. Incoming goods inspections and two 100% visual tests after packaging are conducted during production. A review of vygon USA's complaints data indicates that there are three (3) complaints recorded for lot 23j012d, and all of them were from this facility. Corrective action: as the catheter worked well for 8 days before the leakage occurred, we do not believe this defect is manufacturing related. Any manufacturing problems that would lead to a leak would be detected by the user when initially flushing the catheter. Therefore, no further corrective action was initiated by quality management at this time.

Event description:
PICC leaking, pulled. Discontinued PICC sooner than desired. Had to increase feeds since no IV access.

Manufacturer narrative:
The malfunctioning device was returned to vygon, and upon receipt, the details of the malfunction will be evaluated as part of the complaint investigation. The results of the investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
PICC leaking, pulled. Discontinued PICC sooner than desired. Had to increase feeds since no IV access.